Event description:
Complainant alleged that during biomed testing the device's pacer output was incorrect. 140ma was selected, however the device displayed 132ma. Also the testing equipment read the device was pacing at 126ma. Complainant indicated that there was no patient involvement in the reported malfunction.